Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure "c-34 error, monopolar is not firing". The unit was placed on in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted prostatectomy radical salvage surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support to report a problem with the erbe generator. The monopolar was not firing and error c-34 was displayed. A reboot of the generator didn't solve the issue. Is technical support engineer (tse) explained customer the root cause for this issue, an internal problem inside the generator and informed about the opportunity to use external generator to finish the procedure. The customer followed tse advises. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site, but they were unable to provide additional information regarding the reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar was not firing and error c-34 was displayed, an investigation is in progress to determine the cause of this reported event. The fse replaced the esu to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A log review confirmed the radical salvage prostatectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.